Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the pt's vns programming history, it was noted that a faulted diagnostics test occurred on (B)(6) 2008, that resulted in a change in vns settings. An interrogation was performed after the change; however, the off time was not corrected. No adverse events have been reported as a results of the change in setting.